Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system was found to have full x-ray functionality. It was noted that the gantry door had issues opening, and that rollers were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the imaging system could not complete an image acquisition when prompted by the user. It was noted that at the beginning of the image acquisition, a loud "thud" noise was heard twice from the gantry. A second occurrence of the terminated imaging acquisition occurred when the imaging system did not start the scan when prompted by the user. It was noted that the system was prompted by the handswitch again, and the image acquisition was performed. There was no reported impact on patient outcome. No additional information was provided. Medtronic received information that the issue occurred on a research imaging system and that there was no patient or surgeon involved with the reported issue.